Event description:
Customer reported a discrepancy in d typing with different anti-d reagents. A patient sample was negative in gel. When confirming the typing in tube, using gammaclone anti-d, they obtained 1-2+ at immediate spin, and negative at ahg (weak d).

Manufacturer narrative:
In-house donor samples of various rh phenotypes including weak d cells were tested with retention gamma-clone anti-d (monoclonal blend), lot 506016. The expected reactivity was observed in all testing.the customer's sample was tested with retention anti-d series 4, lot 504711, anti-d series 5, lot 505551, anti-d gammaclone, lot 506016 and other manufacturers' anti-d blood grouping reagents. The sample exhibited negative reactivity in all phases of testing. The customer's observation was not reproduced.